Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 11/12/2023, it was reported that the patient was ¿feeling low¿ but no physical symptoms were reported. The patient¿s cgm was reading 52 mg/dl. No bg meter comparison was done at this time. The patient self-treated with fruit snacks. An unknown time after treatment, the patient did a bg meter reading, which was 162 mg/dl. No cgm comparison value was provided. The patient drove herself to the hosptial and was treated with an unspecified IV and was discharged home the next day. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).